Event description:
On (B)(6) 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA, which contained the following information: event desc: end of instrument fell off in the patient. It was retrieved from the patient. What was the original intended procedure? Laparoscpic robotic bowel resection this product problem was initially reported to intuitive surgical by the user facility on (B)(6) 2012.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal tip had detached from the snake wrist. The distal tip was also returned, with the pebax tubing still attached. The tip had dislodged from the four cable crimps at the distal end of the snake wrist. The snake wrist discs are not dislodged. The base of the crimps appear to have adhesive residue. A couple of crimp holes in the distal tip exhibit cracking near the edge of the hole.